Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the keypad buttons were unresponsive when the patient was attempting to deliver a bolus. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 02/07/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 01/24/2014 with the following findings:the keypad was found to be fully intact; there was no damage observed. The complaint of the unresponsive keypad buttons was not able to be duplicated during investigation; all keypad buttons responded appropriately. The keypad cover was removed and no evidence of contamination was found under the button contacts. Unrelated to the complaint, evaluation revealed that the audio bolus button cover had a hole in it. The audio bolus button responded appropriately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.